Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3, h6 type of investigation, investigation findings, and investigation conclusions. The following sections were corrected: d1, h6 component code. H3: the revision reported may have been due osteolysis, as stated in the experience report. Additionally, the devices were not available for evaluation, and no clinical information, images, or radiographs were provided. Therefore, the adverse event cannot be confirmed, and a definitive cause cannot be determined.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient underwent an initial total hip arthroplasty on an unknown side. Subsequently, the patient was revised to address the recall list. Postoperatively it was noted the surgeon observed the implant showed signs of normal wear and tear. The surgeon felt the revision was due to osteolysis, not a fault of the implant. The patient was revised to a competitor's devices. The patient was last known to be in stable condition following the event. There were no surgical or medical interventions reported. No additional information is available.